Event description:
After procedure, o.r staff noticed that pt drapes were burned in two places. Checked pt and found a minor burn on a pt's abdomen area that was a little less than 2 centimeters in size. Pt was treated for burn with silvadene cream and telfa pad. Procedure was completed successfully and pt condition is good post-op.